Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and severely tortuous left front arm arteriovenous fistula. On the first inflation, the 6x40mm wanda balloon was inflated to seven atmospheres. On the second inflation, the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with a 5x20mm wanda balloon. The pt status is listed as good with no complications reported. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. Additional info: model # 80cm.